Event description:
Information received indicates the head and foot sections moved unintentionally.

Manufacturer narrative:
The facilities maintenance replaced both the inside and outside side rail controls to repair the bed.